Event description:
Reported device = 200 mg/dl. Customer stated feeling dizzy and nauseous. Customer did not eat or take medication. Customer went to the emergency room (ER). Customer had blood drawn and an insulin injection at tht hospital. No controls were used. A request was made for return product and replacement product was sent.